Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable defib lead (B)(6) 2007. (B)(4).

Event description:
It was reported that during a device changeout, the atrial lead was cut. Upon testing, the impedance was less than 200 ohms and oversensing was seen. The lead was capped and replaced. No patient complications have been reported as a result of this event.